Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the complained screw drivers tip broke off. It is clearly visible that the tip was strongly twisted before it broke. This indicates heavy mechanical loadings while often in use. This screwdriver is designed to be specifically used with a torque limiting attachment tla of 0.8nm. At approximately 1nm, can be easily applied by the operator, it is crucial to use a tla for screw insertion to prevent permanent damage from occurring to the screwdriver tip. Reviewing the manufacturing and material document shows no deviation to the specification. No product fault could be detected. Nevertheless we are pleased to replace this instrument with a credit note in terms of fair dealing. Also, the design has been improved meanwhile, to avoid such an occurrence in the future.

Event description:
The tip of the screw driver broke off. This is report 1 of 1 for complaint (B)(4).